Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert posted to the latitude website for this cardiac resynchronization therapy pacemaker (crt-p) device, in response to device history of data being deleted. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising that this device has recorded power resets and hardware faults. The battery voltage has some unexpected drops. Ts advised that this device should be replaced in the near future. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating that this device has been surgically explanted. Besides surgical intervention, no adverse patient effects were reported. At this time the device is located at the facility, however it will be returned in the future. At which time a supplemental report will be submitted.

Event description:
It was reported that an alert posted to the latitude website for this cardiac resynchronization therapy pacemaker (crt-p) device, in response to device history of data being deleted. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising that this device has recorded power resets and hardware faults. The battery voltage has some unexpected drops. Ts advised that this device should be replaced in the near future. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating that this device has been surgically explanted. Besides surgical intervention, no adverse patient effects were reported. At this time the device is located at the facility, however it will be returned in the future. At which time a supplemental report will be submitted.

Manufacturer narrative:
This device was returned and product analysis complete. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that an alert posted to the latitude website for this cardiac resynchronization therapy pacemaker (crt-p) device, in response to device history of data being deleted. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising that this device has recorded power resets and hardware faults. The battery voltage has some unexpected drops. Ts advised that this device should be replaced in the near future. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.